Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported she inserted a new battery into her insulin pump, which alarmed with a failed battery test. Customer's blood glucose was 177 mg/dl. The customer did not have a new battery with which to complete troubleshooting at the time of the call. The device will not be returning for analysis at this time.